Manufacturer narrative:
Correction information: the initial medwatch report indicates: (B)(6) 2017. The initial medwatch report should indicate: (B)(6) 2017.   : physio-control evaluated the device but could not reproduce the reported issue of the device powering off. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control evaluated the device but could not reproduce the reported issue of the device powering off. From the downloaded electronic patient record it was verified that the device had indeed powered off. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: from the electronic patient record it was observed that the patient was a (B)(6) year old female.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue of the device powering off. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when it was used to monitor a patient. The device was powered back on again manually. No information on the patient outcome or patient details was provided.

Manufacturer narrative:
Physio-control further evaluated the device. The was tested extensively without being able to cause the device to power off. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.